Event description:
The download of a (B)(6) male pt revealed "gel previously released" flags. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags) have been confirmed. Upon eval no gel had been released from the electrode belt and the distribution node (dn) to rear therapy electrode (te) cable was severed from the dn. The false gel previously released flags were caused by the severed cable. The root cause of the severed cable could not be positively identified but was likely excessive force. No adverse event resulted from the severed cable. The pt received a replacement electrode belt.